Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a revision procedure to replace this device due to normal battery depletion was attempted but not successful. Upon attempting to release the setscrews they were found stuck in position. Unable to address the issue at the time, the device pocket was closed and device left in service pending further intervention. A second procedure was subsequently performed wherein heparin was introduced into the connector block of the device that aided in the release of the setscrews and leads from the device. The leads were disconnected without damage and connected to the replacement device. The physician suspected dried blood in the header may have contributed to the removal difficulty as contamination was noted in the lead barrels of the device upon explant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection of the header port noted evidence of silicone on silicone adhesion. Both the atrial and ventricular tip retainer washers were volcanoed upward indicating over-torque of the set screws in the up/loosened direction. The tip seal plugs of both the atrial and ventricular ports were found missing with evidence of dried blood/body fluid in the header ports and set screw areas. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--